Event description:
X- ray imaging was performed and the rv lead was found to be dislodged.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil at the connector region was overtorqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue and overtorqued inner coil.

Event description:
It was reported that the right ventricular lead became dislodged and the helix of the lead did not stay fully extended while implanted. The lead was explanted and replaced and the patient was stable.